Event description:
Five days after receiving a cypher stent, the patient had thrombosis and subsequently died. The female patient had the following medical history: angina pectoris, hypertension, diabetes and past history of coronary interventions. The target lesion was the mid left anterior descending (lad). The vessel was de novo and bifurcated. The lesion length was 18mm and vessel diameter was 3.0mm aha/acc classification of the vessel was a type b2. The procedure was an emergent case (patient had chest pains, but physician did not indicate that it was an acute myocardial infarcton). Pre-dilation was not conducted with a 1.5 x 15mm balloon at 14atm for 30seconds. A 3.0 x 23mm cypher (lot i1006014) was implanted at 16atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow was 2 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. While implanting the cypher stent, plaque shifted to the first diagonal branch and so a balloon angioplasty (poba) was conducted. Five days later, the patient complained of chest pain in the morning. Angiography was conducted and thrombus was observed inside the implanted cypher stent. To treat the thrombus, aspiration and poba was conducted with a 2.5 x 15mm crossail balloon. Inflation time and pressure was unknown. There was no abnormality on angio and the flow recovered. However, the patient developed ventricular tachycardia (vt) and ventricular fibrillation (vf). Resuscitation technique was conducted, but the patient deceased. Physician noted that the possible cause of the thrombosis was due to the fact that the cypher was under-dilated. The possible cause of the death was due to the vt and vf.

Manufacturer narrative:
This device (lot i1006014) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.